Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the access site bleed after the steerable guide catheter (sgc) was removed. It was reported that after the sgc was removed, the patient had some residual bleeding from right femoral vein from procedure access site. Manual pressure was applied to the bleeding site. The bleeding stopped after 15 minutes. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported hemorrhage appears to be a result of procedural conditions and related to the steerable guide catheter (sgc), as the sgc is inserted into the anatomy through an incision at the groin access site in order to gain access to the femoral vein for advancement and there is no indication of a product quality issue with respect to manufacture, design or labeling.